Event description:
It was reported that a device was used during an esophageal jujunectomy. The device cut the tissue, but did not staple. After the device was fired, it was very difficult to remove from the tissue. Case was completed with hand sutures. There were no consequences to the patient.